Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h11 a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) displayed gas loss alarms. Ther was no patient harm or injury reported.